Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to the patient¿s hospitalization. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical service center regarding a drain complication message during drain 0 of 7 of their pd treatment. The patient had just been released from the hospital and did not do their last fill prior to discharge. During follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was continuing pd therapy with no further issue. Additional information was requested but was not received.